Event description:
Customer reported he was hospitalized for high blood glucose of 800 mg/dl. Customer was dehydrated prior to hospitalization. Customer was wearing the insulin pump at the time of the hospitalization. Customer reported the cannula was bent for three days and the device was not alarming. Customer stated he pulled out the site and saw it was bent and kinked. Call was dropped. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-68424.